Event description:
Per the clinic, the patient experienced a decline in performance, which was subsequently attributed to a severely kinked and bent electrode array. The device was explanted on (B)(6) 2026 and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but has not been made available as of the date of this report.